Manufacturer narrative:
The investigation of the returned device revealed the device was partially deployed. The exchange sheath was attached to the clip applier, the vessel locators were collapsed and the thumb advancer had been advanced. There was blood evidence in the device which indicates introduction into the body. The device was opened and cleaned of as much dried blood as possible for testing. During testing the vessel locator button was engaged with the safety release nut and the vessel locators opened and stayed open 6 of 10 attempts. The safety release button was pushed proximally and stuck on 4 attempts. The vessel locator button was a single mold button. These findings support the experience of "locators not staying open." During the internal functional testing we were unable to determine the exact cause for the safety release button sticking. Review of the history record for this device did not produce any findings relevant to this investigation.

Event description:
It was reported that the physician attempted arteriotomy closure using a starclose vascular closure system after an unk procedure. The vessel locator button would not engage. The procedure was aborted and the device was removed from the pt without incident. Hemostasis was achieved with manual compression. There was no pt injury or adverse effect. No additional info was available.